Event description:
Additional information received indicated the ble issue was due to excessive ble usage which resulted in telemetry lockout on the ICD. The issue was resolved by interrogating the ICD. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.